Event description:
It was reported that during use in a shoulder arthroscopy, the tip of the drill bit broke off. The broken tip was retrieved and the procedure was completed with an alternate drill bit. There was no report of injury or delay related to this event.

Manufacturer narrative:
Investigational findings: an evaluation confirmed the customer's reported problem that the tip broke off the drill bit. A visual examination found a clean break between the tip/shaft of this device. A review of product history for the past 5 years found two similar events for this failure mode. Conmed linvatec will continue to monitor this product for failures.